Event description:
It was reported that the patient presented for revision of the right ventricular (rv) lead after inappropriate shock was delivered. Further evaluation found that the rv lead had dislodged. It was also noted that implantable cardioverter defibrillator was in backup operation. High voltage therapy was disabled during backup. The lead was successfully repositioned on (B)(6) 2024, and the device was restored via programming. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.